Event description:
According to the reporter, the alarm of the product failed. There was no reported patient involvement or outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction: b5. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the nozzle strap and nozzle clip were broken, the hose was worn out, and the hepa filter was out of specification. The front and rear casings are broken which were indicative of drop damage. When the case was opened it was observed that the connector of thermistor inside device was disconnected from the mainboard. The issue was resolved by reconnecting the thermistor to the mainboard. The nozzle strap, hose, front and rear enclosures and hepa filter were all replaced, and the filter counter was reset. It was reported that the unit's alarm failed. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the unit's alarm failed. There was no reported patient involvement or outcome.